Event description:
Patient had a bilateral tka in june 9, 2020. Patient develops pain and requires (right knee) revision on (B)(6) 2021. The tibial component was loose.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation